Event description:
During an in-clinic follow-up, premature battery depletion was suspected on the device resulting in no pacing and a failure to interrogate. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported events of no pacing, premature discharge of battery, and failure to interrogate were confirmed. The device had no output, no telemetry, and battery at end of service (eos) level upon receipt. Device image could not be saved due to loss of telemetry. After cutting-open, and connecting the device to a power source, high drain current was observed and isolated to a component in the integrated circuit (ic) which drained the battery, consistent with the reported events. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion.